Manufacturer narrative:
Based on information provided by the plaintiff's attorney, this is being reported as a serious injury based on alleged severe symptoms and pain experienced by the patient. However, there was no deficiency reported of the device and the device functioned as expected. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: caval thrombosis/occlusion the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: diagnostic imaging demonstrated several clots of thrombus in his legs and some thrombus near his kidneys.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 16 months post vena cava filter deployment the patient presented with leg pain and swelling in the lower extremities. Diagnostic imaging demonstrated severe dvt. The vena cava filter was reported to have retained a large amount of thrombus to prevent pulmonary embolus. Information was not provided if the patient was prescribed anticoagulation medicine to address the dvt or how the dvt was treated. Approximately two years post vena cava filter deployment the patient presented with leg pain. Diagnostic imaging identified dvt and some thrombus in the ivc inferior to the filter placement. The vena cava filter was removed successfully; however, reported complications were experienced post filter removal, as the patient was still producing dvt. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient had an inferior vena cava filter placed after diagnosis of deep venous thrombosis with pulmonary embolism. The right femoral vein was accessed and the filter was successfully deployed in an infrarenal location under direct fluoroscopic visualization. The patient tolerated the procedure well and was in stable condition post-procedure. No additional information was provided in medical records received. Conclusion: the device was not returned. No images were received. Medical records were provided. The medical records allege that a filter was successfully implanted below the renal veins. No alleged deficiency was reported within the medical records provided. Based on the medical record review, the investigation is inconclusive for detached filter limbs. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter allegedly detached. The filter and detached filter limb(s) were successfully removed via an open abdominal procedure. The patient alleges to experience shortness of breath, chest pain, stomach pain, swollen legs, and is unable to stand for long periods of time. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed in an infrarenal location. The patient tolerated the procedure well and was stable post-procedure. No additional information was provided in medical records received.